Event description:
It was reported to nova biomedical that a consumer received a result of 52 mg/dl on their blood glucose meter at 6:30 pm. The consumer's granddaughter then administered honey to bring up the consumer's blood sugar level. Approx an hour later, the consumer experienced a hypoglycemic event requiring medical intervention. When the emt's arrived, they tested the consumer using their blood glucose meter getting a result of 28 mg/dl. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.